Event description:
It was reported that the patient experienced a shocking or jolting sensation following an epidural injection. The patient was "under", and when the hcp did the injection her body started "jumping." It was believed that the patient's daughter turned the stimulator off and the jumping stopped. On (B)(6) 2011, the patient as shocked when turning her stimulation on after recharging. She turned the stimulation off, waited ten minutes, and turned it back on without incident. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).